Event description:
It was reported that during functional testing by the biomedical engineer, the output was erratic and out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: interconnect flex and main printed circuit (pc) board was out of specification. It was also noted that the lower case was broken.